Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a primary alarm failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a primary alarm failed error code. It was reported that the customer tried changing the alternating current (ac) power leads, and also opened the device to see if there were any loose cables; none were observed. The customer requested that the device be serviced. A service engineer (se) evaluated the device, and reported that "check vent: primary alarm failed" error code (1102) was present. The event log was then reviewed, and it was observed that a motor speaker fail (5021), and a power speaker pass (5021) were documented. The se then installed a known good central processing unit (cpu) board into the device, and the issue was resolved. The device passed all performance tests. The se noted that a replacement cpu would need to be ordered to complete the repair. The repair is pending.

Manufacturer narrative:
The service engineer (se) reported that the central processing unit (cpu) board was replaced to resolve the issue. The se then performed a preventative maintenance, calibration, and safety test; all were within specification. The system meets the specification for the performed service and is returned to use.